Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient uses insulet omnipod5 in hybrid closed loop and experienced dka. The egv was 128 mg/dl and she was nauseated and vomiting. She went to the emergency department where the bg was around 450 mg/dl. She was treated with IV fluids and insulin by the medical staff and stayed in the hospital for 5 hours. The hyperglycemia improved to bg 200 mg/dl before discharge. The patient was fine during the call the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.